Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was initially reported as dianeal solutions left in the peritoneal cavity between exchanges; however, this could not be medically confirmed, therefore, the cause of the event was assessed as unknown. Three days prior to the receipt of this report, the patient was hospitalized due unrelated medicals conditions. During hospitalization the patient was diagnosed with peritonitis. On the same day as the event onset, the patient started treatment with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. Five days after the event onset, the patient was discharged from the hospital. Fifteen days after the event onset, the antibiotics were completed and the patient recovered that same day. No additional information is available.